Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection and ischemia are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusion cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is not indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: dissection. Onset of adverse event: during the procedure. It was reported that the pt was treated for a proximal right coronary artery (rca) lesion. Pre-dilatation with an unspecified balloon was performed and then a xience 3.5 x 28 stent was deployed at 16 atmospheres with good results. However, after removing the xience stent delivery system, limited flow and distal dissection were noted. The dissection was treated with a xience 3.0 x 12 stent and the end results were good with timi iii flow. No add'l event or pt info was provided.